Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between july 23, 2019 to july 24, 2019. H10: the device was received for evaluation. Visual inspection was performed and a ruptured bladder was identified. Microscopic inspection was performed to identify any issues that could have caused the rupture and no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.